Manufacturer narrative:
Please note that additional information was provided on (B)(6)2019 , as this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4) . Please note that the following sections have been updated accordingly: 1. Section d. Box 4. Lot# 2. Section d. Box 4. Expiration date 3. Section d. Box 4. Unique identifier 4. Section h. Box 4. Device manufacture date 5. Section h. Box 6. Method code 3 the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4) h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection, or perforation, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01917.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, while advancing the 3maxc through the jet7 and a neuron max 6f 088 long sheath (neuron max), the distal portion of the 3maxc folded over in the mca and tracked retrograde, proximal to the jet7. Therefore, the 3maxc was removed. It was reported that the rotating hemostasis valve (rhv) was tightened too hard and the mid to proximal shaft of the jet7 became crimped; therefore, the jet7 was also removed. The physician then advanced a new 3maxc through a new jet7; however, noticed that the distal portion of the previously used 3maxc had broken off inside of the patient¿s mca. The physician then attempted to retrieve the broken 3maxc piece using a snare device; however, it was unsuccessful. The broken piece of the 3maxc was left in the patient's mca and the vessel thrombosed. It was noted that during the procedure, the physician was unable to open the patient''s vessel and the patient was placed on comfort care.